Event description:
It was reported that pump experienced malfunction with code 16 and was not resettable, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump with required signature, and provided instructions to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings and connect continuous glucose monitor on replacement pump.